Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion site and tubing. The customer's blood glucose level was 398 mg/dl with ketones and was to be addressed after the cartridge was changed. As the cartridge had less than 50 units of insulin left, the customer indicated that it was to be changed.